Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had no therapy benefit. It was noted the ins was found to be off and was previously checked one month prior. It was noted the patient was very symptomatic and the hcp noted they had not seen improvement since implant. It was noted the ins was found to be off on (B)(6) and the nurse turned it on at that time. It was noted the previous check was on (B)(6) 2018. The hcp would see if the patient¿s symptoms improved after turning the ins on. The symptoms reported were ongoing nutrition issues, constipation, never really had therapy benefit. It was noted the patient presented with the ins off with 0% usage. The hcp was trying to find the reason for the ins turning off. It was review that existing the clinician programmer properly may be the cause of the ins off and instructed the hcp to perform exist session. The hcp exited the session and re-entered and verified the ins was on and usage was 100%. The hcp performed an impedance check which was 651 ohms. There were no further complications that have been reported as a result of this event.